Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient is reported that they were examined by their dentist for right side jaw pain that started in the last month. After examination it was determined that her pain is most likely from her clear aligner orthodontic treatment creating unbalanced posterior occlusion. Treatment options were discussed, and it is recommended that the patient stop aligner treatment asap. Treatment: we will perform occlusal adjustment to eliminate heavy occlusion. We will address caries present in nearly all posterior teeth. We will treat two posterior molars that are fractured and require full coverage crowns to restore. Patient will stop orthodontic treatment and use the set of aligners she is using as short-term retainers until work has been completed and pain is resolved. Then provide orthodontic retention from that point.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.